Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag had extreme kinking in the tubing making it unusable.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 3 opened and unused center entry bags were received. Visual evaluation noted all 3 drain bags had their inlet tubes kinked right above the entry to the bag. This failed to meet specifications according to the standard which states any kink in drainage tube which reduces the ID more than 25% is not permitted. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect assembly operation/ components placement/ accessories. (Incorrect assembly). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The product is designated as prescription only (rx only). Thus, in determining requirements for adequate instructions for use, the standard on prescription devices was consulted as appropriate reference. As determined by this assessment, this device may be exempted from instructions for use per the assessment provided. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag had extreme kinking in the tubing making it unusable.